Event description:
Healthcare professional later reported capsular contracture, baker grade iii and seroma-late.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Ump/nodule: unable to observe since it is not related to the device. O additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Seroma- late: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii for the left side device". Later reported "capsule left breast, periprosthetic capsule without evidence of malignity, subcutaneous nodule palpable in left breast, liquid collection of 5,27 mm of thickness and intracapsular pseudo nodular lobulation of 9,7mm, compatible with intracapsular rupture, prosthesis without signs of rupture" diagnosed via ultrasound and MRI. Device has been explanted and replaced with non-allergan brand.